Event description:
The manufacturer received information alleging the "pipeline and circuit are connected correctly, the machine is turned on and reports the alarm of "the ventilator is not working", immediately stop the use of the equipment". There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.